Event description:
The patient was revised because of disassociation. The liner was worn and impingement was noted.

Manufacturer narrative:
This complaint still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.